Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during while attempting to treat an (B)(6) year old female patient, the device reset/reboot itself. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and the monitor board was replaced to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.